Manufacturer narrative:
In the initial MDR, the last line of b5 describe event or problem should have been: "on (B)(6) 2025, another tube from the same sample collection of the second patient resulted in a value of 4.81 pg/ml and it repeated as 4.47 pg/ml." Instead of: "on (B)(6) 2025, the third sample collected from this patient resulted in a value of 4.81 pg//ml and it repeated as 4.47 pg/ml." The customer changed the pinch tubing. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 analyzer. The first patient's sample initially resulted in a troponin t hs result of 48.14 pg/ml with a data flag. A second sample collected from this patient resulted in a much lower value, so the customer decided to repeat the sample. The sample was repeated twice, resulting in values of 4.88 pg/ml and 5.41 pg/ml. The second patient's sample initially resulted in a value of 38.25 pg/ml with a data flag and it repeated as 6.22 pg/ml. On (B)(6) 2025, the third sample collected from this patient resulted in a value of 4.81 pg//ml and it repeated as 4.47 pg/ml.

Manufacturer narrative:
The troponin t hs reagent lot number was 802247. The reagent expiration date was requested, but not provided. The investigation is ongoing.